Event description:
The customer reported that their xhibit central station was unable to see telemetry beds. There was no patient or user death, or injury associated with the event.

Manufacturer narrative:
A spacelabs field service engineer (fse) provided phone support to the customer and advised the customer to check the network cables. The customer called back and reported that they resolved the issues by power cycling the network switch. The reported issue was traced to the customer network switch.